Event description:
The recipient reportedly is experiencing magnet extrusion and bacterial infection at the implant site due to a fall. The recipient was prescribed antibiotics. Revision surgery is under consideration.

Manufacturer narrative:
The extruded magnet was reportedly discarded. The recipient's wound has reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's magnet was reportedly replaced on (B)(6) 2022. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and device was activated successfully. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.